Event description:
As reported by the sales rep, back on (B)(6) 2007, the female patient received two cypher stents in the mid to distal right coronary artery. The stents were deployed at 16atm and were postdilated with a voyager balloon. The lesion was tortuous and calcified. The implanted stents were not overlapping. Approximately two years and four months post index procedure, the patient was presented to the ER with chest pain. An angiogram showed a new lesion between the two previously placed stents. A new cypher stent was placed between the two previously placed cypher stents. The physician noticed that the mid rca stent (3.5 x 28mm) had fractured at a rv branch and was separated by about 3-4mm. The stented area was not in a location where the vessel was intramyocardial. No myocardial bridging was noted. Addendum ((B)(4) 2010): the restenosis was reported within 5mm of both implanted cypher stents.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip the analysis results found that the er320 device was returned in good visual condition. A malformed clip was received inside the bag, however no conclusion could be reached as to how the clip became malformed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.